Event description:
It was reported that this pacemaker exhibited longevity concerns. Additionally, the patient was reported to experience syncopal episodes and a device changeout procedure was scheduled. A lead safety switch was observed on both the right atrial (ra) lead and right ventricular (rv) lead. Both leads are non boston scientific products. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
Amendment: this event does not meet serious injury criteria since it was confirmed that it remains active and implanted. Corrected fields: b5.

Event description:
It was reported that this pacemaker exhibited longevity concerns. Additionally, the patient was reported to experience syncopal episodes and a device changeout procedure was scheduled. A lead safety switch was observed on both the right atrial (ra) lead and right ventricular (rv) lead. Both leads are non boston scientific products. Further information was received that this device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited longevity concerns. Additionally, the patient was reported to experience syncopal episodes and a device changeout procedure was scheduled. A lead safety switch was observed on both the right atrial (ra) lead and right ventricular (rv) lead. Both leads are non boston scientific products. No adverse patient effects were reported. At this time, this device remains in service.

Manufacturer narrative:
A subsequent report contains corrections to b5:describe event or problem for increased clarity.

Event description:
It was reported that there was some confusion as to the device battery status of this pacemaker as the device noted elective replacement time (ert) but the magnet pacing rate indicated one year remaining battery longevity. Technical services (ts) reviewed the limited available information and noted that it was likely the battery had not yet reached elective replacement time (ert). This pacemaker appropriately recorded lead safety switches (lss) as a result of out of range impedances recorded on the right atrial (ra) lead and right ventricular (rv) lead, both leads are non-boston scientific devices. Ts recommended testing for lead integrity as the leads had been in service approximately 15 years. Additionally, the patient was reported to experience syncopal episodes and a device changeout procedure was believed to have been scheduled. No additional adverse patient effects were reported. This pacemaker remains in service.